Event description:
My child pulled his groin muscle playing football. We applied the icyhot heat therapy patch to the inside of his right thigh. No other ointments were applied. Upon removal of the patch, his skin was red and irritated in the exact shape of each of the heat pockets of the patch. He also had at least five to ten blisters within these areas. The patch was not cut or torn in any way. It took at least 2 weeks with application of an antibiotic ointment for the blisters to heal. It was very painful to walk with the blisters as they rubbed against his other leg. Route: top. Dates of use: 2007. Diagnosis or reason for use: pulled groin muscle. Event abated after use stopped or dose reduced? Yes.